Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The dilator was inserted into the faradrive sheath, and prior to inserting the faradrive sheath into the patient, a small piece of the edge of the distal tapered end of the dilator was noted to have been torn loose. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The dilator was inserted into the faradrive sheath, and prior to inserting the faradrive sheath into the patient, a small piece of the edge of the distal tapered end of the dilator was noted to have been torn loose. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath was returned for analysis.